Event description:
This is a report of a patient who re-used supplies when initiating therapy for peritoneal dialysis on the homechoice. Prior to the re-use, the patient had initiated therapy prior to connecting themselves to the cassette. The patient cycled the power and then connected themselves to the exposed cassette. The patient ended therapy and was advised to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.